Manufacturer narrative:
Transfer guard not returned. Performed pre-fill reservoir test and inspected reservoir o-rings/stopper groove for anomalies. Using a new transfer guard reservoir did not leak when pre-fill.

Event description:
It was reported that the insulin came out continuously about 20 units when the plunger was not pushed. Customer's blood glucose was unknown. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.